Manufacturer narrative:
The customer technical advocate (cta) reviewed the instrument logs and found aspiration errors occurring when the patient sample was processed. The customer acknowledged that the aspiration errors (due to sample integrity) may have been the likely cause of the erratic result. However, a definitive cause of the discrepant result was not identified, therefore, the instrument ((B)(4)) was considered the likely cause. A review of the service history for the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A search for similar complaints did not idenitfy any trends related to the complaint issue. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and found to be within acceptable limits with no trends identified. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported falsely depressed sodium results on the architect c8000 analyzer. The customer indicate when the sample was retested on the original and alternate method generating higher results. Sample ID (B)(6) generated 108, 137, 137 and 136 mmol/l. No impact to patient management was reported.